Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving via an implantable pump for non-malignant pain. It was reported that it came to the company representative (rep)  knowledge that the patient had their previous pump and catheter explanted. Date and time are unknown. It was reported that the issue was resolved and the patient status was alive and no injury. Additional information received from the company representative stating that the physician has no knowledge regarding the cause of the previous explant.